Event description:
It was reported that during a peripheral angioplasty procedure, balloon rupture and detachment occurred. The "very severe" target lesion was located centrally in the "very tight" inferior vena cava (ivc). A mustang 8.0 x 80, 135cm balloon had been advanced to treat the target lesion. The balloon was inflated once to 22 atms and the balloon burst. The physician attempted to remove the balloon through the sheath; however, "lots" of resistance was encountered. Once the balloon was removed, it was noticed that the balloon appeared to have burst circumferentially with a portion of the balloon shearing off inside the patient. The detached portion was able to be advanced into the patient's arm. The patient went to surgery to remove the balloon. No further patient complications were reported and the patient is "doing fine".

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: initial examination of the returned device noted that it was returned with a non-bsc sheath. It was noted that the balloon material was torn circumferentially at approximately 45mm distal to the distal edge of the proximal balloon sleeve. The single lumen shaft was broken at approximately 102mm distal to the lapweld area and is severely stretched. The distal portion of the torn balloon was returned attached to the distal tip with approximately 15mm of single lumen shaft. It was noted that the distal tip was severely kinked. It was possible to remove the device from the cordis sheath without any issue noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states "do not exceed the rated balloon burst pressure". (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral angioplasty procedure, balloon rupture and detachment occurred. The "very severe" target lesion was located centrally in the "very tight" inferior vena cava (ivc). A mustang 8.0 x 80, 135cm balloon had been advanced to treat the target lesion. The balloon was inflated once to 22 atms and the balloon burst. The physician attempted to remove the balloon through the sheath; however, "lots" of resistance was encountered. Once the balloon was removed, it was noticed that the balloon appeared to have burst circumferentially with a portion of the balloon shearing off inside the patient. The detached portion was able to be advanced into the patient's arm. The patient went to surgery to remove the balloon. No further patient complications were reported and the patient is "doing fine".